Manufacturer narrative:
Device evaluated by MFR.: when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon dilatation catheter was used to predilate the target lesion. The balloon was inflated initially at less than 12 atmospheres. Then was re-inflated still at less than 12 atmospheres. Upon the third inflation, the balloon ruptured at less than 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon dilatation catheter was used to predilate the target lesion. The balloon was inflated initially at less than 12 atmospheres. Then was re-inflated still at less than 12 atmospheres. Upon the third inflation, the balloon ruptured at less than 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).